Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Failed annuloplasty repair re-operations are primarily the result of a progression of disease, the patients baseline hemodynamics, or technical failures and are not evidence of product malfunctions. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 4450 26mm mitral ring is failing and being evaluated for a valve-in-ring procedure after an implant duration of 9 years, 5 months, unknown reasons.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned that a patient with a 26mm 4450 mitral ring underwent a valve-in-ring procedure after an implant duration of 11 years, six (6) months due to stenosis. The perceived root cause of the event was due to patient factors and progression of the valvular disease. The procedure was performed with a 23mm 9750tfx transcatheter valve. The procedure was uneventful, and patient remained stable throughout.